Event description:
It was reported that during a tunica vaginalis testis procedure the tape loosened itself from the needle. There were no pt consequence reported. No product is being returned for eval and no lot number was recorded. No other info is available at this time.